Manufacturer narrative:
A specific root cause was not determined. The field service representative rechecked the gear pump pressure, cleaned the probes and checked rinsing and alignment, changed the valve assembly, and decontaminated the system. Upon follow up, the confirmed the issue was resolved.

Manufacturer narrative:
Na

Event description:
The customer discovered questionable glucose hk gen.3 results were generated when the test was performed along with the homocysteine assay. Of the data provided for two patient samples, only the results for one patient sample were discrepant. The initial result when both glucose and homocysteine were tested was 147 mg/dl. The sample was repeated for glucose alone on (B)(6) 2015 and the result was 80 mg/dl. The result when glucose was tested alone was believed to be correct. There was no adverse event. The reagent lot number was 62133201 with an expiration date of 01/31/2017. The customer added a special wash which appeared to resolve the issue. The field service representative could not find a cause he checked the main water and gear pump pressures, the wash volume at all rinse stations and cuvettes, and the reagent and sample syringe volumes. He observed mechanism checks to verify proper operation of valve banks which passed. The customer ran controls with all values within specifications. The field application specialist found the r2 probe was causing carryover.